Event description:
First reamer used was not appropriate size for guide pin per surgical svs staff. Surgeon cut proximal portion of guide pin. Unable to reach down medullary canal and retrieve imbedded pin. Add'l incision required to reach imbedded pin for removal. Surgical time was extended to 6 hr. Due to user error. This child was exposed to add'l anesthesia, had 1000 cc ebl. Requiring transfusion of 2u prc in intensive care unit (see lab values below).